Event description:
A physician reported that he placed 2 essure micro-inserts into what he thought were ostia. He subsequently discovered that they were not the ostia and removed one micro-insert; the physician was unable to locate the second micro-insert as it had perforated the uterus and was in the peritoneum - revealed by CT scan performed later during an emergency room visit by patient. The physician stated that he placed 2 more micro-inserts successfully in the patient's fallopian tubes. The physician said he performed a laparoscopy several days later in order to remove the micro-insert that was in the patient's peritoneum. He said nothing was done to treat the uterine perforation; a tubal ligation was performed and the 2 micro-inserts successfully placed in the patient were left in place. The physician said the patient was experiencing abdominal distension due to the hysteroscopic distension media used during the essure procedure; some of this fluid was removed from the patient's abdomen during the laparoscopy. The physician reported that the patient is doing well following treatment.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.